Event description:
It was reported the patient underwent a trial procedure on (B)(6) 2015. Intra-operatively, it appeared the patient was receiving effective stimulation coverage. However, post-operatively, the patient was receiving stimulation in the ribs and abdomen, which was not in the patient's pain areas. Subsequently, the lead was removed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.